Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5-s1 due to lumbar scoliosis. Intra-operatively, the spacer broke during the implantation. No fragments remained inside the patient's body. An alternative cage of smaller size was successfully placed. The patient had prolonged hospitalization and required intervention to prevent permanent impairment/damage.